Manufacturer narrative:
Manufacturing site: (B)(4). Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal had most likely contributed to the reported separation of the wire tip. The generated stress would exceed the product design limit when the wire tip was being caught and restricted its movement by the stent strut, making the tip to separate. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. Do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart. [Malfunction and adverse effects]: separation of the guide wire, removal difficulty of guide wire.

Event description:
It was reported that the tip of an asahi sion blue guide wire had fractured during a percutaneous coronary intervention (pci) to treat a case of acute myocardial infarction (ami) due to a 90-99% stenosis in the segment #3 of the right coronary artery (rca). After crossing the lesion with the sion blue, an abbott 4.0mm×38mm xience stent was deployed in the segment #3 and an abbott 4.0mm×28mm xience stent was deployed in the segment #2. As the distal edge of the xience stent deployed in the segment #3 was not well pressed against the vessel wall, the physician tried to advance the sion blue through the stent. The sion blue went through the stent struts and it became difficult to remove the guide wire. Attempts were made to remove the guide wire with devices such as a snare, but were not successful. When pulling the sion blue, the guide wire became fractured at about 10cm from the tip. Further attempts were then made to remove the separated wire tip with the snare and forceps. Eventually, only about 3cm of the tip remained in the vessel. A terumo 4.0mm×18mm nagomi stent was then deployed to embed the wire fragment into the vessel wall. The patient was under follow-up in the intensive care unit (ICU), and there were no harm to the patient other than the residual of wire fragment.